Event description:
It was reported that there was a speaker malf. Error. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
The remote service engineer (rse) spoke to the customer and found that there was a speaker malfunction error. The rse determined that the speaker was defective and needed to be replaced. The customer was provided a replacement speaker to resolve the issue.